Event description:
The customer reported that they are seeing communication loss on the host segment for about 40 minutes. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss after patches were made to their host1000 servers. No patient harm or injury was reported. Investigation summary: the root cause for the reported comm loss is related to user education. The customer needed assistance in starting up their host1000 applications after performing a patch on their servers. As the host1000 application was not started, devices that were managed by the server were showing comm loss. There is no evidence of an nk device malfunction. The customer was assisted in starting up the host1000 applications and the issue was resolved.

Manufacturer narrative:
The customer reported that they are seeing communication loss on the host segment for about 40 minutes. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are seeing communication loss on the host segment for about 40 minutes. No harm or injury was reported.